Event description:
It was reported that the tip of this ablator burnt during use. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this ablator for evaluation. A visual examination did not find the tip burnt but found a portion of the insulation missing on the distal end. Further investigation identified that this facility has reported similar events and that this failure may be related to user error. The instructions for use provide the following information: use caution when programming the power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation, melting of the electrode tip, or pt burns. Generator settings minimum/maximum 50-70 watts cut and minimum/maximum 30-50 watts coag. Lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the pt. Do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated in order to avoid damage to the insulation. Do not pry or pull tissue using the device. Insulation may be damaged. This information will be reviewed with the facility.